Event description:
I started a new abbott freestyle libre 3 sensor. After waiting 60 minutes the sensor did not start and reported a "senor error, glucose reading is unavailable. Check again in 10 minutes". After waiting for 5 hours a finally got a glucose reading, but the sensor stopped working again after reading only being displayed for 1 hour. The sensor error has returned with the same message telling me to check again in 10 minutes. This is a chronic problem with the abbott freestyle libre 3 sensors.